Manufacturer narrative:
Other, no complaint against the lens. Eval results - (other): visual inspection of the returned product showed that pieces of a haptic plate were torn off and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens came out when the pt squinted. There was no pt injury or no surgical intervention required.